Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had called to inquire about compatibility with using a tens unit. The patient reported they had several doctors because they were disabled and that a doctor had prescribed a tens unit for them to use for pain management, particularly for the area of their back near where their implant site was. The patient stated they knew they were supposed to feel the interstim in their bicycle seat area but they weren't feeling pain in their bike-seat region, that over a gradual period of time, the patient began to develop pain around and on the interstim that was going down their back and their right leg (the side the implant was on). The patient stated that sometime after or during (B)(6) of 2022, the pain got really bad where they couldn't live with it anymore. The patient stated that it was like if someone was stabbing them and ripping them with knives. The patient stated it also felt like when you'd stick your finger in a light socket, "that jolt you get" it would feel like that constantly and it was making their legs go out from under them. The patient stated it was the whole right side that would go out where the interstim was. The patient stated they were at the grocery store yesterday ((B)(6) 2022) and their right leg went out several times that if they hadn't had groceries in their cart, it would have tipped over on them and they would have been on their back. The patient stated the people had to get them outside so they could get their ride to go home. The patient stated they had the interstim on a low setting because of the pain but it still worked, that they confirmed it was working at the doctor's office. The patient stated they and the doctors didn't know what the problem was but they had sores and half the time they couldn't sleep and the same doctor who prescribed the tens unit also prescribed the patient a drop of cbd oil at night to help the patient sleep. The patient stated that it would help some, it wouldn't get rid of the pain but it would help them to sleep so they could get about 2-3 hours of sleep at night. The patient stated the doctor wanted to see if by turning the ins off, if it would stop the pain. Patient services offered to assist the patient in turning the therapy off however the patient stated they were told how to turn it off by the nurse and that they would do so later and call patient services back if they needed help. The patient was going to continue working with their doctors regarding their issues.